Event description:
The customer's father called stating the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 900 mg/dl. Troubleshooting was performed and the insulin pump programming had been erased. Found no delivery, low reservoir, no reservoir and an error alarm in the alarm history. The father asked to have the insulin pump replaced. Advised the father to have the customer discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.